Event description:
Pump declared a cartridge change error three weeks prior. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to inspect and clean the pneumatic tap area on the pump, remove an o-ring, and ensure the cartridge was properly loaded. The customer planned to load a new cartridge and contact technical support again if the issue persisted.